Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: an ulnar osteotomy compression device buckled and warped under strain and was very stiff to use. Compression force generated by the device appears to have caused mis-alignment between the threaded spindle and smooth runners. It is was difficult to turn the spindle in either direction. The operation was prolonged by about 40 seconds. A screwdriver shaft was used to loosen the device as it was too stiff to loosen by hand to a point where the tension was removed sufficiently to remove the guide wires through the device. There was no harm to the patient or the outcome of the surgery. The patient was an adult (B)(6) female of average build. The surgeon was not concerned about the incident but asked that the situation be rectified before the set was used again. It was verified that the device was not used in any way other than that suggested in the technique guide, to gain compression on an osteotomy. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and no complaint related issues were found. "Investigation could not be completed and no conclusion could be drawn as no device was..." Placeholder.